Manufacturer narrative:
UDI (B)(4). The catheter was evaluated and the following observations were noted. There was no visible damage to the millar sensor, catheter material or connector. The device passed electronic, noise linearity/ hysteresis and signal drift test. A review of manufacturing records was performed and the device was found to have conformed to specification when released. The root cause could not be confirmed based on the evaluation provided. No further investigation or corrective action is anticipated.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the complaint device was implanted on (B)(6) 2019. The zeroing was done and the score was 510. The score was 3 to 4 mmhg. However the score changed lower than 0 and finally showed -99 mmhg and was not changed. The surgeon reconnected to the express and the cable. The message, ¿please depress the p¿0 button¿ was displayed and the surgeon depressed the button. But zeroing error and the error kept repeating. S/he changed the express and the cable many times but the same issue occurred. Therefore an unclean device was used with the express and the cable and there was no issue confirmed. The sales rep attended the surgery at the hospital. The complaint device (the lot number: lj5112) was used. The zeroing was done and the score was 495. 0 mmhg was measured in atmosphere pressure and 7 mmhg was measured in cerebral parenchyma. The complaint sensor looped 3 cm in diameter and 40 black silk braided surgical suture was used. But negative numbers increased and showed -99 mmhg in 20 seconds. The surgeon reconnected to the express and the cable again. S/he also attempted to remove the implanted sensor and surgical suture and do the zeroing many times. But it could not resolve, ¿please depress the p¿0 button¿ was repeatedly displayed. An unclean sensor was used with the express and the cable and there was no issue confirmed. This issue occurred with the basic kit (the lot number: lj5049) as well. Therefore a new device (camino, fukuda) was used. The patient was under monitoring. No further information was provided by the hospital.